Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The insulin pump had stuck button error. Customer stated that they pressed a button down for multiple times. Customer state that they were not able to clear alarm. Customer states that insulin pump kept beeping and said there was an exclamation point and saying stuck button. Customer change the battery but still the same issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.